Event description:
Additional information was received that the implant depth was 3mm on the non-coronary cusp and 3mm on the left coronary cusp. It was noted that evidence of thrombus on the bioprosthetic valve was not reported. Subsequently, the patient was scheduled for valve replacement with a second non-medtronic valve; however, the patient coded, and the procedure was cancelled. The patient was reported to be in the intensive care unit. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. Additional codes: annex fs annex g medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and three months following the implant of this transcatheter bioprosthetic valve, the patient had aortic stenosis and a gradient of 51mmhg, compared to 7mmhg directly after the implant. There was no evidence of hypoattenuated leaflet thickening (halt) or clotting. The valve was planned on being replaced with a non-medtronic (edwards 23mm) valve, and the patient was expected to have snorkeling stents placed to prepare for possible coronary occlusion. No additional adverse patient effects were reported.

Manufacturer narrative:
Aortic stenosis was missing from the previous report's coding and event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that no additional procedures will be performed or scheduled. However, the patient was provided with palliative care. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Stenosis and high gradients of bioprosthetic valves can be due to structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction, etc.). The presence of stenosis can potentially represent the diminish of the expected maximum effective orifice area (eoa) of the device which can potentially translate into restricted leaflet motion. In this case, the evolut pre-case computed tomography (CT) planning report and short video clip was provided from edwards lifesciences for image review. No CT scan or echo images available for evaluation. Evolut size not provided. In summary, poor visualization of prosthetic leaflets, but calcium seen on leaflets. The evolut appears mildly constrained at the sinotubular junction seen at 21.7 millimeter (mm) and 23.9 mm above the inflow. Heavy calcium seen at the sinotubular junction level. Calcium seen at the native aortic annulus extending into the left ventricular outflow tract (lvot) connecting to mitral annular calcification (mac). Based on the available information and image review, the failure mechanism of the device cannot be established, and the conclusive cause of the reported high gradients and stenosis cannot be determined. However, according to the image review, calcium was seen on the leaflets, which could potentially cause immobile leaflets / coaptation issues. These could then lead to high gradients and stenosis. In addition, the image review showed that the evolut appears mildly constrained, which could also contribute to the stenosis if the valve is narrowing. There is no information provided to the cause of why the patient coded. No further adverse patient effects were reported. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and three months following the implant of this transcatheter bioprosthetic valve, the patient had a gradient of 51mmhg, compared to 7mmhg directly after the implant. The valve was planned on being replaced with a non-medtronic (edwards 23mm) valve, and the patient was expected to have snorkeling stents placed to prepare for possible coronary occlusion. No additional adverse patient effects were reported.